Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went through the full load sequence and was in a rush forgetting to click on "resume insulin" after the "test bg levels in 1-2 hours" prompt. Customer states pump did not alarm that no insulin deliveries were being delivered. Customer was able to resume all insulin deliveries after realizing pump was not delivering insulin. The customer's blood glucose level was 380 mg/dl with a trace of ketones. Reportedly, a bolus was delivered to address the bg level. There was no troubleshooting performed by tandem customer technical support due to customer being able to resume all insulin delivery.